Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, upon the sixth firing the jaws would not release from the uterine tissue. Another endocutter was placed laterally to the cervix in order to cut the device out.

Manufacturer narrative:
Date sent: 3/10/2009. Info anticipated, but unavailable at this time.